Manufacturer narrative:
Two original packages of hypodermic needles were returned for investigation. The hypodermic needles were removed from the packages and visually examined with unaided eye; no visible non-conformities were observed. The needles were seated on their safety mechanisms and the sheaths were removed per directions followed in the instructions for use (IFU). The devices were leak tested with no leaks observed within 30 seconds. No detachments of the hypodermic needle components were noticed. No functional issues were found. Manufacturing maintenance documentation review found no discrepancies relevant to the reported product fault. The reported product issue could not be confirmed to be related to an intrinsic product fault as needle detachments were not duplicated during testing, and because the returned samples were confirmed to operate as intended.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
A report was received that stated during an injection, the needle became detached from the syringe. No needle-stick took place. There was no patient or clinician injury reported.